Event description:
It was reported that a patient claim indicated that an alert occurred. A implantable cardioverter defibrillator (ICD) device check revealed that a recommended replacement time (rrt) had occurred and early battery depletion is suspected. No actions were taken and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that a patient claim indicated that an alert occurred. A implantable cardioverter defibrillator (ICD) device check revealed that a recommended replacement time (rrt) had occurred and early battery depletion is suspected. No actions were taken and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 694765 lead implanted: 2008-(B)(6), (B)(4).